Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date. Customer¿s blood glucose was in the range of 400 to 600 mg/dl at the time of incident. Customer had symptoms such as nausea, excessive urination, classic system. Customer declined troubleshoot. The insulin pump will not be returned for analysis.